Event description:
It was reported that the patient developed an abscess after the end of trial and was admitted to the hospital. The physician believed that this was not device related and the patients hygiene was likely the cause. The patient was prescribed antibiotics. The explanted leads were discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred the week around (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).